Event description:
Spo2, incorrect high readings. Fio2% leval was started to decrease from 100% downwards based on pt's blood gas analysis. Gradual decreasing continued by monitoring spo2. The fio2 was set to 50%. Fio2 level was increased. However, the pt blood pressure decreased (level and duration unk). Pt color was turned black. A new spo2 sensor and cable corrected the situation.

Event description:
Spo2, incorrect high readings. Fio2 level was starting to decrease from 100% downwards based on pt's blood gas analysis. Gradual decreasing continued by monitoring spo2. The fio2 was set to 50%. Fio2 level was increased. However, the pt's blood pressure decreased (level and duration unknown). "Pt color was turned black." A new spo2 sensor and cable corrected the situation.